Event description:
The customer called in response to a field notification letter, and she stated that the drive support cap was sticking out. Troubleshooting could not be performed as customer did not have the insulin pump with her at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.